Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery while attempting to administer a bolus. The patient's blood glucose at the time of incident was 398 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer changed the infusion set and reservoir but was still unable to complete the priming process. The infusion set and reservoir were returned for analysis and a replacement of each was shipped to the customer. The customer will also have reimbursement set up for her due to her wasted insulin.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.